Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The identified "door not fully latched" alarm was observed during evaluation. The alarm was caused by broken motor screws that were lodged in the door link. The screws and motor assembly were replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a door not fully latched alarm. There was no patient involvement.